Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a reservoir leak; she smelled insulin and had high blood glucose and when she removed the reservoir she noticed an insulin leak that ran past both o-rings. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the reservoir leak. The customer stated that there was fluid past the second o-ring. The customer was advised as to how to best avoid a reservoir leak. No products were returned or replaced.